Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Information received indicating that the customer reported that the handpiece was defective. Patient involvement and event details are unknown.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece had no backflush. Event details are unknown. Additional information has been requested. This is 3 of 3 reports being filed for this facility.